Event description:
The patient's implant was explanted due to infection at the pocket site.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.